Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the lead had bad sensing and pacing threshold. After it was re-positioned for the third time, the lead had high impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress ,the distal lv (low voltage) electrode of the lead was covered in blood,the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The analyst also noted:distal conductor appears stretched at 54cm, damaged at implant attempt. Stylet that was returned inside lead is difficult to remove, due to distal conductor stretched down around it, stylet was removed. Helix is bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.